Event description:
On (B)(6), 2010, the pt was implanted with the gore excluder aaa endoprosthesis featuring gore c3 delivery system to treat an abdominal aortic aneurysm. The same day, the pt experienced intra capsulary bleeding of the right kidney. The physician believes this was caused by wire manipulation. No treatment has been given and the pt was discharged from the hospital on (B)(6), 2010.

Manufacturer narrative:
Eval, method: a review of the mfg paper work has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications.